Event description:
The reporter indicated the surgeon implanted a toric icl implantable collamer lens, into the patients right eye (od). The lens had rotated and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Age or date of birth: unk, sex: unk, weight: unk, ethnicity: unk, race: unk, date of event: unk, expiration date: unk, implant date: unk, explant date: unk, device manufacture date: unk, (B)(4).

Manufacturer narrative:
B5: additional information: it was reported that a 12.6mm tmicl_12.6 -16.5/3.0/103 (sphere/cylinder/axis) icl was implanted into a patient's right eye (od) on (B)(6) 2022. Lens rotation not associated to a low vault was reported. On 18-oct-2022 the lens was exchanged for a longer length lens. This resolved the problem. D4: unique identifier (UDI) number: (B)(4). Claim#: (B)(4).